Event description:
Prior to the placement of a 5f PICC the physician noted that it was broken mid-catheter. The physician had previously only cut the tip of the catheter. The device was not used and the pt condition was not affected. The device has been returned for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical sept 2009 complaint report was reviewed for the product family of vaxcel pasv PICC and the failure mode of "catheter broke." No adverse trends were noted. The returned catheter was visually examined and noted to be fractured at the 40 cm mark. The location of the fracture was pinched and stuck shut. While the exact root cause of this damage is unable to be determined, it is possible that the tubing became pinched together (possibly during packaging) which weakened this area and caused it to fracture. The mfg process controls associated with this device include a 100% visual inspection for damage or defects, as well as 100% leak testing and checking for lumen patency. (B)(4).